Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the pump intermittently powering off on its own. Service evaluation verified the pump to intermittently power off on its own. The cause was identified to be a failed rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced an intermittent power off/on its own. No additional information is available.